Event description:
During access for procedure on [date redacted] (coronary arteriogram with possible intervention), the tip of the micro puncture wire sheared off while in the vessel.  The needle was inserted into the vessel and advanced. Some minimal resistance was met so it was pulled back and attempts to redirect were made. The attempted redirection was unsuccessful, so the device was then removed. Staff identified this sheared tip when removing the micro puncture sheath and wire due to the need to re-stick the access site. The patient was noted to have unique anatomy which required insertion at an unusual angle. Several attempts were made to snare/retrieve retained wire but were unsuccessful.  Vascular surgery was consulted, and decision was made to bring patient emergently to vascular or [operating room] for cutdown, exploration, and removal of retained wire. A residual ~1 cm wire tip in a branch of the profunda for which further treatment is not warranted.